Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on august 31, 2010 alleging that the onetouch® ultra2 meter is giving inaccurate erratic reading of "125 mg/dl." The patient manages her diabetes with insulin- no adjustments. The alleged inaccuracy on the subject meter began on (B)(6) 2010 at 2 am. 1 hour later, the patient claimed she managed her diabetes with more food/drink based on the lfs meter reading. The patient claimed she developed symptoms of "low blood sugar, sweats, shakes, and lightheadedness" on (B)(6) 2010. There was no allegation of treatment for hypoglycemia or hyperglycemia as a result of the product issue. It is not known what blood glucose readings the patient obtained on the subject meter that day. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, there was only one result associated with the alleged inaccurate erratic issue. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia 7 days after the product issue began.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon advised of gas leaking from the universal seal of the trocars. This occurred when using a 5mm device in the port and putting considerable torque on the trocar. The surgeon used a hand assisted approach and inserted his hand directly into the patient through a direct incision. This lead to significant leaking throughout the case. The sales rep advised the surgeon to twist the trocar around so that the torque was placed against the solid parts of the trocar head and not against where the trocar head attaches to the cannula. This helped but there was still leaking detected. There were no adverse consequences to the patient.

Event description:
Leica microsystems received a complaint from the customer of suboptimally processed tissue from a peloris tissue processor. The customer advised that the affected tissue samples would be reprocessed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k #k053529.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.